Event description:
It was reported that a pacing problem was observed. Slow vt, palpitation feeling, anti tachycardia pacing with device. The device remains in use and the patient was prescribed a medication for treatment of rhythm disorders of ventricular origin. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. (B)(4).